Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device had been filled with 24.8 ml fluorouracil and 63.2 ml sodium chloride solution. The expected therapy time was reported to be 22 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Clarification was received that 10 - 15ml of solution remained in the device at the end of the expected therapy time. Should additional relevant information become available, a supplemental report will be submitted.